Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported complaints.

Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery. During advancement of a 2.75 x 15 mm nc trek balloon catheter through a 6f guideliner, the balloon catheter got stuck before exiting the tip of the guideliner. The device was removed and a 2.75 x 15 mm non-abbot balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.